Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The info on reprocessing of the device was requested; however, no response has been received. This reports represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of tubing separations. Prior to pt use, the male luer adapters separated from the tubings. Though requested, no add'l info was provided.